Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during a bolus delivery. The blood glucose reading was 413 mg/dl, which was treated with a manual injection. The customer stated that she was unable to remove the infusion set at the time to examine the cannula, but she advised that she knew that it was not bent. She was advised to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.